Manufacturer narrative:
11/7/97-supplemental rpt #1 submitted FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
During a laparoscopic appendectomy procedure, the jaws did not open before the device was applied on the tissue. The surgeon applied device.